Event description:
According to the rptr: tearing occurred along the staple line. Manual suturing was done to resolve the issue and to complete the procedure. No further clinical or pt information was provided.

Manufacturer narrative:
MDR initial report submitted: 02/17/2009.